Event description:
Phlebotomist drawing blood from tube via syringe when tube stopper popped off. Blood splashed in phlebotomist's face. Baseline testing given to phlebotomist and performed on pt's blood. No medical treatment reported.